Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. The patient had a note in their chart stating that atrial lead noise was observed a year ago and the noise was reproducible with isometric movements. At follow up, atrial lead noise was recorded as inappropriate auto mode switch episodes. The noise could not be reproduced with isometrics or pocket manipulation. No other electrical anomalies were observed. The patient would continue to be monitored.